Manufacturer narrative:
Batch review performed on 30 july 2019: lot 187005: (B)(4) items manufactured and released on 22-nov-2018. Expiration date: 2023-11-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional implants- ball heads: mectacer 01.29.203 biolox delta ceramic ball head 12/14 ø 28 size l +3.5, lot 176812 (k112115): (B)(4) items manufactured and released on 29-mar-2018. Expiration date: 2023-03-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with 3 similar reported event. Liner: mpact dm 01.26.2852mhc double mobility hc liner 28/dmf lot 168641 (k092265): (B)(4) items manufactured and released on 14-mar-2019. Expiration date: 2022-02-22. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Cup: mpact 01.32.152mb double mobility acetabular shell ø52, lot 185435 (k143453): (B)(4) items manufactured and released on 07-dec-2018. Expiration date: 2023-11-26. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
About 3 months and a half after primary the surgeon revised the patient hip for an infection. The pathogen is unknown. The surgery was completed successfully.